Manufacturer narrative:
Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number, the device history records review could not be requested.

Event description:
Pt post synex ii central body implantation with two endplates returned to office complaining of pain on (b)6) 2011. An x-ray showed the synex ii central body collapsed. Surgeon is monitoring the pt and has not scheduled a revision. This is two of three reports for this event.